Manufacturer narrative:
The failure code 810:04 was confirmed during evaluation. Inspection of the device found that the cause of the fail code was due to a defective air-in-line printed circuit board. The pump head module which contains the air-in-line printed circuit board was replaced.

Event description:
During evaluation the pump's air-in-line printed circuit board was found to be out of specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.